Event description:
The pt was transferred to our facility soon after birth with respiratory failure and primary pulmonary hypertension. She was delivered pulseless with the cord prolapsed. She was initially admitted to the nicu but was not responding to ventilatory support or pressors and was hypovolemic and hypotensive. ECMO (extracorporeal membrane oxygenation) was initiated on the fourth day after admission. There were some clotting issues while on ECMO, but they remained in the tubing and did not reach the patient. The day prior to the incident being reported, the patient was inadvertently decannulated but was easily recannulated and had no adverse effects. On the fifth day on ECMO the nurse noted that the flowprobe had cracks in the hard plastic that worsened as it was observed. The flowprobe was changed with no apparent harm to the patient. ECMO was discontinued on the following day and the pt was transferred back to the nicu on a ventilator three days later.